Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was explanted due to non specific product performance issue. The pacemaker has been returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was explanted due to non specific product performance issue. The pacemaker has been returned for analysis. Additional information was received from the field mentioning that the pacemaker was explanted due to a voltage too low to estimate projected remaining capacity error code 1003. A new pulse generator was implanted at the same procedure no additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.